Event description:
The patient is new to insulin pump therapy. Around (B)(6), 2012, the patient took a bolus dose for 60 grams of carbohydrate for his meal and decided to eat "something different." His blood glucose was at 124 mg/dl at the time of concern. Approximately 15 minutes after the bolus dose intake, the patient had a seizure and tested at 15 mg/dl. The patient was taken to the ER and was placed on an IV. Reportedly, his blood glucose was within target, 120 mg/dl, after 4 hours of treatment. The patient was taken off of insulin pump treatment initially while he was admitted to the hospital but was continued pump treatment at a later time. During troubleshooting, the animas representative noted there were several small prime amounts in the pump history. Prior to the call, the patient lost all his insulin from the cartridge when he inserted the cartridge before rewinding. The patient did not remember he had to go through the rewind, load, and prime steps when inserting a new cartridge. The animas representative recommended that the patient get more training before starting insulin pump therapy again although his doctor advised him to continue with pump treatment. There was no product misuse. There was no evidence of a pump malfunction associated with the incident. This complaint is being reported due to possible use error and because the patient had a seizure and a blood glucose reading of 15 mg/dl after taking insulin via the animas pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.